Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(6).

Event description:
It was reported that the patient was hospitalized from (B)(6) 2014 to (B)(6) 2014 while pregnant. The heart rate of her fetus was under observation. The condition was not life-threatening and did not have a long-term effect on the patient's health. The event did not threaten the patient's pregnancy or harm the fetus. The healthcare provider did not conclude that the insulin pump contributed to the problem. The customer's blood glucose was not given. Nothing further was reported.